Manufacturer narrative:
MFR # (B)(4) captures admission for infection on (B)(6) 2019. MFR # (B)(4) captures admission for infection on (B)(6) 2019. Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to an infection. The patient had a left ventricular assist device (lvad) pocket infection and passed away in a nursing home. The pump functioned normally.

Manufacturer narrative:
MFR# 2916596-2022-14392 captured in this report instead. Section h6: health effect clinical code - bacteremia (4846) manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that (B)(6) would not be returned for evaluation. The device reportedly operated as expected with normal function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23feb2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists local infection, pump pocket infection, right heart failure, and renal failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to bacteremia. Infectious diseases was consulted and the patient was started on daptomycin. The patient had repeat blood cultures drawn that were positive for gram positive rods on (B)(6) 2019. The patient remained afebrile with normal white blood cell count (wbc) during admission. The patient was not a surgical candidate as a result of their weakened state, poor right heart function and chronic kidney disease (ckd). On (B)(6) 2019, the patient decided to return to hospital. The patient decided against intubation and to have his defibrillator turned off. The patient also decided that they did not want to return to the hospital once back at the nursing home. There were no events with the lvad during this admission. Patient was considered stable and medically clear for discharge to the nursing home on (B)(6) 2019 which was completed without issue.